Manufacturer narrative:
The device was left implanted, therefore inspection of the product was not completed. Product and complaint history reviews were not completed as a lot number could not be obtained. The surgical technique guide states in regards to screw hole preparation that the "use of the screw hole preparation instruments including the fixed or variable drill guides, all-in-one drill guides or punch awl with sleeves is required to place screws in the proper trajectory, help prevent difficulty locking the blocker". The probable root cause of the event is over angulating the screws.

Event description:
It was reported that the locking mechanism would not lock on one side.

Event description:
It was reported that the locking mechanism would not lock on one side.